Manufacturer narrative:
Baxter is in the process of inspecting the csm power supply cord. There was no allegation of patient or caregiver injury or death reported from this alleged incident. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Customer reported that the csm power supply cord was sparking and caused the blood pressure cuff in the basket to catch on fire. There was no patient/user injury reported.this report was filed in our complaint handling system as complaint #(B)(4).

Event description:
Customer reported that the csm power supply cord was sparking and caused the blood pressure cuff in the basket to catch on fire. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. Monitoring respiration rate from photophlethysmogram (masimo rrp) is indicated for adult and pediatric patients greater than two years old. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional. The 7000-ps is the connex spot monitor 35 watt power supply. The power supply was received and inspected by baxter. Upon inspection, it was found that there was charring inside the power supply, as well as on the external power cord where it plugs into the power supply. There was corrosion noted on the external power cord at the connection to the power supply. Corrosion likely was caused by contact with fluid. Attaching the power cord to the power supply with fluid present at the connection could result in an electrical short and subsequent sparking/burning/charring. A replacement power supply was sent to the customer. Based on this information, no further actions are required at this time.